Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event it was reported from (B)(6) that during an unspecified surgical procedure when the surgeon attempted to insert the power module device into the handpiece device, it was observed that the sterile cover (lid) device could not cover the power module device. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the sterile cover (lid) device could not cover the power module device was confirmed. An assessment was performed on the device which determined the lid is functional but it is quite sluggish and the seals are worn out. It was further determined that the lid is difficult to mount on the handpiece device. The assignable root cause was determined to be due to normal wear and tear due to the lack of maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.